Event description:
It was reported that, an 840 vent had a gui display faulty. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) , the backlight inverter pcb¿s were upgraded. The software was upgraded to the latest version. The unit passed all testing and operates within the manufacturing specifications.